Event description:
Discordant low advia 1800 calcium results on three patient samples were obtained. The laboratory repeated the samples and reported the correct results to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
A siemens fse (field service engineer ) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant calcium results was the mixer motor. The fse replaced the mixer motor, ran calibration and qc . The instrument is performing within specifications. No further evaluation of the device is needed.